Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit. All testing was performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator passed an extended 58 hour run in test with the customer settings without any unusual alarms or conditions. The ventilator failed the tidal volume test 1 from the ltv final test with slight non-conformities with the calculated vti average. The ventilator also failed the display test from the final test, with slight non-conformities with the led segments in the select window. These slight non-conformities do not affect the way the ventilator ventilates.

Event description:
It was reported to carefusion that a patient passed away while connected to an ltv ventilator at home. There were no allegations of the ventilator malfunctioning or causing the incident. The pulse oximeter alarmed first, and then the ventilator.